Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the contrast button was unresponsive. The contrast button has no effect on insulin delivery function. There was evidence of keypad adhesive contamination found under all key contacts.

Event description:
The reporter stated that the ok button was sticking and the backlight and/or the audio bolus button were not working. The reporter stated that the ok and arrow symbols were worn off. The reporter indicated that the patient wore the pump in a pocket and did not clean the pump.